Event description:
It was reported that a few days after implant the patient received inappropriate therapy due to dislodged lead. During the revision, it was noted that the device had rotated, pulling out the lead. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.